Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the patient that when she wears the electrodes for 24-48 hours she gets a rash. She states she has sensitive skin. She saw her physician who gave her a cream to use, however she states it did not help. She reported when she went back to her physician he did a biopsy on her back. No additional patient consequences were reported.